Manufacturer narrative:
The investigation into the reported positioning issues has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that wireless re-access was the cause of the positioning issues. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 85 year old male patient presenting for high risk percutaneous coronary intervention for impella support. During an attempted repositioning, the cannula became kinked and required vascular intervention to remove.